Event description:
Technician alleged that the left siderail will not stay up. No pt impact.

Manufacturer narrative:
The technician found the siderail latch screw and nut is missing. The technician replaced the siderail latch screw and nut to resolve the issue.